Event description:
Note: this report is associated with manufacturer's report number 1222780-2011-00121. Following a reported deployment issue with a novasure device, a second device was used to complete the endometrial ablation procedure. A post hysteroscopy indicated a uterine perforation and a laparoscopy confirmed a "large area of blanched uterus at the fundus with a small, less than 1 cm perforation in the left corneal/fundal region" with no acute injuries to the bowel. No treatment was provided. The patient was admitted overnight for an "unrelated issue" and discharged on (B)(6) 2011. On (B)(6) 2011, the physician reported, the patient was seen on (B)(6) 2011 and was showing "no adverse symptoms". A hysteroscopy, dilatation and curettage (d&c), and sounding with a suresound were performed prior to the ablation. It is not known when this perforation occurred or what may have been the cause.

Manufacturer narrative:
The device has not been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).